Event description:
It was reported via legal documentation that approximately unknown months after a left (knee or hip) total replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, instability, swelling, and loose components. No further issues or complications were reported. No additional information is available. Product - 9999 unknown device implants from initial surgery could not be determined from the provided information. No ebi data, no pra report, no serial tracing history concomitant devices are unknown.

Manufacturer narrative:
1038671-2024-04029 h6: corrected health effect - clinical code, medical device problem code, and type of investigation. Manufacturer narrative updated: design, manufacturing, user, and patient related consideration could not be assessed at this time due to limited information. Therefore, the reason for the revision surgery reported cannot be confirmed but may be due to prosthesis wear or inclusion in the polyethylene packaging recall.